Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported "rupture", "inflammation", "liquid inclusions", "lymphadenopathy" diagnosed via MRI. Later hcp reported "capsular contracture baker grade I", "repeated sharp breast enlargement...and firm to the touch" and "fever" this is for the right side. Device was explanted.

Event description:
Patient reported "rupture", "inflammation", "liquid inclusions", "lymphadenopathy" diagnosed via MRI. This is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.